Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was not performed because no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: two locking caps could not be locked during surgery. The surgeon removed it and changed to replacement units. One locking cap could not be removed and was left in place. The screw and rods were no problem. The surgery was delayed. The event did not require additional medical treatment. This report is for an unknown screw. This is report 3 of 4 for complaint (B)(4).